Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14 cm distal to the is-1 connector pin and 48 cm proximal to the lead tip. A proximal and a distal fragment were received for analysis. A medial fragment of the lead body (approximately between 2 cm and 4 cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular 9 cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported increased threshold. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported approximately 71 months after the implantation, that the lead was extracted due to increasing threshold.